Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va1fuql, implanted: (B)(6) 2017, product type: lead. Product ID: 3708640, serial#: (B)(4), product type: extension. Product ID: 3708640, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating the electrode impedances were normal but therapeutic impedances for the right lead was "high" resistance and "low" current. Replacing the connecting wires seem to have resolved the problem (40 cm ones replaced with 60 cm ones).

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1fuql, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the doctor said the right side brain lead had high resistance and is not working. No trauma/falls were reported that could be related to the issue. No symptoms were reported. No further complications were reported or anticipated with this event. [Refer to (B)(4) for information related to the patient's electrical shock/intense tingling on left side of body and ins area issue.].